Manufacturer narrative:
(B)(4). Field safety engineer has been sent for investigation. All belts were replaced during scheduled pm service. He verified proper belt tension (400hz +-20hz) and checked good. He verified pump speeds and thoroughly cleaned the belts and pulleys. He checked and cleaned the belts and pulleys on all of the pumps on this console. He tested the pump with maximum occlusion on 1/4" tubing and had no issues. The perfusionist also checked and verified ok. Full functional and safety checks completed per factory specifications. The device then returned to service upon completion. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
It was reported that perfusionist received a "belt slippage" message when setting up the pumps. (B)(4).